Manufacturer narrative:
Button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.